Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the device was planned to be implanted from just below the right renal artery. However after the procedure, it was noted that the patient's renal function had deteriorated. It was then noted during emergency angiography that the endurant aui had been implanted just below the superior mesenteric artery (sma). The physician then attempted to gain access to the covered renal artery, however it was completely blocked. As the patient had previously provided their left kidney as a donor, they had to be placed on dialysis due to the subsequent collapse of the right kidney. As per the physician, the cause of the event was user error, as the position of the renal artery was incorrectly identified. The renalartery was mistaken for the celiac artery. No additional clinical sequelae were reported and the patient is fine.